Manufacturer narrative:
H11 - corrected data: d1

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower abdomen and infra-scapula area on (B)(6)2021, (B)(6)2022, (B)(6)2022, and (B)(6)2022 using the cooladvantage coolcore applicator cooladvantage petite applicator, and presented with paradoxical hyperplasia (pah/ph). Additional information was received and the patient was diagnosed with ph/pah in bilateral flanks.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower abdomen and infra-scapula area on (B)(6) 2021 and (B)(6) 2022 using the cooladvantage coolcore applicator cooladvantage petite applicator, and presented with paradoxical hyperplasia (pah/ph). Additional information was received and the patient was diagnosed with ph/pah in bilateral flanks.

Manufacturer narrative:
Additional information: a4 weight change per 22-june-2023 cef. And b5 ( additional areas and dates).

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/22/2023. Clarification to b3 partial date of event: "patient reports noticing changes approx. 5/20" was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra fat (under arms), lower abdomen, and flanks. Treatment dates reported as follows: (B)(6) 2021, (B)(6) 2022, and (B)(6) 2023. Applicators used include the cooladvantage coolcore and the cooladvantage petite coolfit. Patient developed paradoxical hyperplasia (ph) in reported areas after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower abdomen and bra fat on (B)(6) 2022 and (B)(6) 2022 using the cooladvantage coolcore applicator and presented with paradoxical hyperplasia (pah/ph).